Event description:
It was reported that during prep for a coronary artery stenting procedure, stent damage occured. As the 2.25x20mm taxus liberte stent was being prepped for implantation, the stent strut was found damaged prior to being inserted into the pt's body. The procedure was completed with a different device. No pt injuries or complications were reported. The pt condition was noted to be "stable".